Event description:
A physician reported that after trabecular stent implantation surgery, the patient experienced descemet's membrane detachment. No treatment taken for descemet's membrane detachment. The physician had used a trabecular stent six times and had considered that descemet's membrane had been caused by the physician's operation, not by the trabecular stent.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).